Event description:
The pt's spouse reported that within 48 hrs of having 2 ECG monitoring procedures done, at two different facilities on the same day, the pt developed a red itchy rash which eventually covered the pt's chest, upper abdomen, neck and chin. Only the first procedure used conmed electrodes. The pt needed treatment by both an allergist and dermatologist with prescription medications.